Manufacturer narrative:
(B) (4). The rods were returned for evaluation. Optical analysis of rod surface noted rod discoloration and pitted surfaces where the implants interfaced together, creating minute spaces that can promote corrosion over time; suggesting possible crevice corrosion as a possible mechanism of material surface degradation. Visually confirmed the rods are broken. Each rod is cut one side with fracture surface on the opposite side. X-ray review shows extensive construct from approx t3 to the pelvis. Rods are broken bilaterally at about l4-5 and l5-s1. Pyramesh cages noted at l3-4 and l4-5. X-rays could not provide conclusive evidence to the root cause of the failure.

Event description:
It was reported that a pt underwent an initial surgery with posterior fixation from c7 to the pelvis. The broken rods were discovered on x-ray 4 yrs postoperatively, one on the left at l4-5 and one on the right l5-s1. No pt symptoms were reported prior to discovering the broken rods. The pt underwent revision surgery in which the hardware from l2-pelvis was removed and replaced with new rods and screws. No additional pt complications were reported.